Event description:
The lead involved in this MDR was implanted in (B)(6) 2006. The physician reported that the lead impedance measured on (B)(6) 2009 was measured to be greater than 3000 ohms, and an x-ray of the implanted lead revealed a broken conductor coil. Therefore, the lead was capped and a new lead was implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.